Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned to legal manufacturer, the reported event cannot be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the physician lost control of the distal tip of the 550 micron tfl single use fiber prior to the start of a procedure and the laser beam made contact with a lab coat of one of the persons in the room and burned it. The issue occurred during preparation for use. There were no reports of patient harm. Related patient identifier: (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.